Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently the device has been returned for analysis which confirms that the device was indeed explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had no telemetry. A memory download and longevity calculation could not be performed on the device. The battery status of the device at explant could not be confirmed. Functional analysis of all set screws noted no irregularities. High powered microscopic visual inspection of the lead barrels and header of the device noted no irregularities. A slight amount of body fluid contamination was noted in the lead barrels. All set screws were found to move normally and fully in each direction. Of note, the device had been implanted for 13.3 years.

Event description:
Boston scientific received information from another manufacture's representative that the patient with this device and associated lead was septic. There was a vegetation noted on the lead. It was also reported that the patient had been lost to follow up for over ten years and the device was currently unable to be interrogated. The patient was scheduled for a system extraction. There were no additional adverse patient effects reported. It is unknown if the system was indeed extracted.